Manufacturer narrative:
(B)(4). Batch # n90w7a. Additional information was requested and the following was obtained: was the retractor silicone just torn? The retractor sheath was broken. Did plastic ring separate from the silicone? Do you have a photo of this issue that you can send to us? No. The analysis results of the flr02 found that it was received with the retractor torn. In addition, the tyvek was returned along with the instrument. The tear initiated 2 inches below the upper retractor ring and continued toward the lower retractor ring, causing the separation from the ring. No conclusion could be reached as to what may have caused the found condition. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, before use on the patient, the device was removed from the sterile packing and the retractor sheath was broken. A second like device was used to complete the procedure. There were no patient consequences reported.